Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the case awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on the adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 491 mg/dl, 375 mg/dl, and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500168124) were tested with control solution and whole blood instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on the adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 491 mg/dl, 375 mg/dl, and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo meter and precision strips were reviewed and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of march 31, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint freestyle precision neo meters. No trips were observed. A tripped trend review was completed for the reported complaint and precision test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on the adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 491 mg/dl, 375 mg/dl, and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.